Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device's indicator diode would not change to charging mode when a test battery was installed. The fuse was checked with an ohmmeter and was open. The complaint was confirmed and the root cause is a blown fuse. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider2 24v battery charger wont charge. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.